Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), which warranted hospitalization, antibiotic therapy and transition to hemodialysis (hd) therapy. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The pdrn attributed causality to a touch contamination event involving the caregiver and poor hand hygiene. Staphylococcus aureus is commonly found in the mucus membranes and/or on the skin of humans and is the most frequent organism associated with infections in pd patients. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the events. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the hospital for drain complications. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbcs elevated, result not provided) were collected and the patient was given a single dose of intraperitoneal (ip) vancomycin 1500 mg. The patient returned home and encountered drain complications again that evening and was taken to the hospital. Upon admission the patient complained of continued abdominal pain, and her peritoneal effluent fluid was noticeably cloudy. The patient was diagnosed with peritonitis and started on intravenous (IV) vancomycin and cefazolin (dosages, duration, frequency not provided). The peritoneal effluent fluid culture returned positive for staphylococcus aureus, and although the rationale is unknown, the patient¿s pd catheter (not a fresenius product) was surgically removed, and the patient was transitioned to hemodialysis (hd) via a temporary hd catheter (not a fresenius product). The patient¿s daughter performs the patient¿s ccpd and was brought in for reeducation while the patient is hospitalized. Several breaches in sterile technique were noted when the patient¿s caregiver was asked to demonstrate her process. As such, the pdrn attributes causality to a touch contamination event(s) and poor handwashing technique. The patient remains hospitalized and is tolerating the transition to hd without issue. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.